Event description:
It was reported that the patient with this pacemaker expired a few weeks post-implant. A patient advocate alleged that the patient died due to problems with the pacemaker. No additional information regarding details or device status was available.